Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician reported that the air and oxygen valves wouldn't adjust during testing. The service technician replaced the power supply to address the finding. Extended self testing (est) and applicable final testing was completed and the ventilator passed per operating specifications.